Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user, who participated in the ilet experience survey experienced the worst high and worst low blood glucose levels in a single day while using the ilet, with cause unclear. Symptoms included hyperglycemia and hypoglycemia. Outcomes included insufficient information regarding impact. Customer care provided support that included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.